Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the reported event; the ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly and introduced noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) port was loose and did not work properly. Artifact was noted when attempting to use. The programmer was returned for evaluation and repair. No patient complications have been reported as a result of this event.